Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device to target area but found out the needle cannot be advanced. User then changed to another same device to complete the procedure. Complaint device was returned and evaluated on (B)(6) 2022: visual inspection: stylet removed and re inserted with no issue. Needle removed and proximal break observed 7.2cm from distal needle tip. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle unable to advance.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1906285 of echo-19 involved in this complaint was returned for evaluation, not in the original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11 august 2022. The returned device lab findings and observations can be referred through the attached files. Visual inspection : stylet removed and re inserted with no issue. Needle removed and proximal break observed 7.2cm from distal needle tip. Functional inspection : sheath extender able to advance and retract with no issue. Needle handle unable to advance. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1906285 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1906285. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device becoming kinked during the set up process or the device becoming bent at the insertion into the scope. Per additional questions the kink was not observed before inserting the device into the scope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 01-nov-2022.